Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 05-apr-2021. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) (batch no. 508836) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus and urticaria, arthralgia ("joint pain that subsides spontaneously"), fatigue ("tiredness"), abdominal pain lower ("hypogastric pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure was withrawn). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the allergy to metals, fatigue, abdominal pain lower and abdominal distension outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia and fatigue to be related to essure (ess205). Lot number: 508836 manufacturing date: 2005-09 expiration date: 2007-08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-apr-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) (batch no. 508836) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus and urticaria, arthralgia ("joint pain that subsides spontaneously"), fatigue ("tiredness"), abdominal pain lower ("hypogastric pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure was withrawn). Essure (ess205) was removed on (B)(6)2020. At the time of the report, the allergy to metals, fatigue, abdominal pain lower and abdominal distension outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia and fatigue to be related to essure (ess205). No further causality assessment were provided for the product. Lot number: 508836 manufacturing date: 2005-09 expiration date: 2007-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) (batch no. 508836) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus and urticaria, arthralgia ("joint pain that subsides spontaneously"), fatigue ("tiredness"), abdominal pain lower ("hypogastric pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure was withdrawn). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the allergy to metals, fatigue, abdominal pain lower and abdominal distension outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia and fatigue to be related to essure (ess205). Lot number: 508836, manufacturing date: 2005-09, expiration date: 2007-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ('allergic to nickel') in a female patient who had essure (ess205) (batch no. 508836) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus and urticaria, arthralgia ("joint pain that subsides spontaneously"), fatigue ("tiredness"), abdominal pain lower ("hypogastric pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure was withdrawn). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the allergy to metals, fatigue, abdominal pain lower and abdominal distension outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia and fatigue to be related to essure (ess205). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.